Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, needing settings adjustment. Bg was addressed correction bolus via pump. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.